Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section a2, a3, b5 update section d9, h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6 fr destination sheath with its dilator fully inserted was returned for evaluation. The tip of the sheath was visually assessed. It was deformed with the tip crinkled inwards and fraying at the tip edge. The complaint can be confirmed for deformation of the sheath tip based on the condition of returned device. The exact root cause could not be determined. Historically, deformations of the sheath tip occur during insertion, as the destination sheath tip is atraumatic and designed to prevent damage to the artery if faced with resistance. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 17 jan 2024: the procedure performed for the patient at the time the difficulty with destination occurred was percutaneous transluminal angioplasty (pta) crossover. Procedure sheath size used was a 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. An angiogram was not performed. There was no reported blood loss. Patient condition is stable. No concomitant medical products were used with the involved device.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved destination device was defective and is visibly slightly deformed and frayed at the tip of the sheath at the transition from the dilator. The doctor complained about the product material and that the sheath was too soft. Patient condition was not harmed.